Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficulty to deploy from catheter. Block h11: (additional information). Blocks b5, e1 (initial reporter title, initial reporter first name, initial reporter last name), e3 (occupation) have been updated based on the additional information received on october 09, 2025.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an unknown procedure performed on (B)(6) 2025. During the procedure, the clip had difficulty deploying on the tissue. The clip eventually released from the catheter when attempting to deploy. There were no patient complications reported as a result of this event. Additional information was received on october 09, 2025. The device was used during an esophagogastroduodenoscopy (egd). The clip was able to grasp onto the tissue. The procedure was completed with another of the same device.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficulty to deploy from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an unknown procedure performed on (B)(6) 2025. During the procedure, the clip had difficulty deploying on the tissue. The clip eventually released from the catheter when attempting to deploy. There were no patient complications reported as a result of this event.